Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not been completed. When eval is complete, a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt reported that she dropped the pump on a tile floor and the lens cover fell off; she said that the display screen continued to function as usual. She stated that the pump began to emit loss of prime warnings that would not clear after she primed the pump multiple times. She completed a full rewind and then the pump pushed all of the insulin out of the cartridge during the load cartridge step. The pump emitted a "cartridge not detected" alarm at that time. The pt inspected that pump and denied any cracks or dents in the battery compartment. She said that the battery cap and cartridge cap were secure. The pt noted that she was disconnected from the pump during each prime step and during the load cartridge step.